Event description:
The first digit on the display is missing.he states that the code number, 146, displays as 46. No adverse event reported. Requested return of suspect device and replacement was sent.